Event description:
It was reported that during the stenosis in the m1 segment of the internal carotid artery (ica); after delivering to the target site, the physician attempted to inflate the subject balloon, it was found to be leaking. After withdrawing, the physician tried to inflate the subject balloon outside the body and found that air bubbles had entered the balloon, suggesting that the balloon might be leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 - gtin - added. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. Section h1 type of reportable event - corrected - no malfunction. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, there were no visual anomalies noted to the subject balloon. There was no damage noted to the catheter shaft when viewed through the inflation port. There was no leak noted to the inflated balloon. The functional inspection was performed, the balloon catheter was purged of air without difficulty. The balloon was inflated and deflated without difficulty, no leaks were noted from the inflated balloon, the balloon was kept inflated for 5 minutes and it maintained its size. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leak was not confirmed. The device met specifications when received for complaint investigation. It was reported that after the balloon was delivered to the target site, the physician attempted to inflate it and found that the balloon was leaking. After withdrawing it, the physician tried to inflate it outside the body and found that air bubbles had entered the balloon, suggesting that the balloon might be leaking. Additional information indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned for analysis the balloon was able to be inflated without difficulty, the balloon-maintained inflation and was deflated without issue. There were no anomalies noted to the device. Based on the review of all available information, and the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event, an assignable cause of not confirmed will be assigned to the reported ¿balloon leaked during use¿. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the stenosis in the m1 segment of the internal carotid artery (ica); after delivering to the target site, the physician attempted to inflate the subject balloon, it was found to be leaking. After withdrawing, the physician tried to inflate the subject balloon outside the body and found that air bubbles had entered the balloon, suggesting that the balloon might be leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.